Manufacturer narrative:
Pump: model- unknown, lot sn- unknown, mfg date- 07/26/2010, exp date- unknown, gtin- (B)(4). Balloon: model- 72400024, lot sn- unknown, mfg date- unknown, exp date- unknown gtin- (B)(4). Device not returned for evaluation

Event description:
It was reported that due to leaking the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. It was noted that the patient was ok after this surgery.